Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a protein shake and observed rising blood glucose despite having insulin remaining in the ilet; the user removed the infusion set and did not observe a bent cannula, with no observed insulin leakage, and administered a subcutaneous insulin pen dose while planning to replace the infusion site. Symptoms included elevated blood glucose up to 323 mg/dl for approximately 2 hours and 30 minutes without ketone testing or medical intervention. Outcomes included the need for back-up insulin therapy and user troubleshooting and education, with no alerts or alarms reported. Investigation included user interview and product-use troubleshooting regarding infusion set function and site condition. Investigation of this case revealed hyperglycemia due to an unknown cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.